Manufacturer narrative:
Customer reported that there was a system audible alarm failure. Both seal are intact,top case chipped on left corner, bottom case cracked by l-bracket, cracked right plunger case. Performed power up process and occlusion test, primary audible alarm bgnd test. Unable to determine who caused the problem, found no damage to speaker or interconnect board. Replaced speaker as a preventative measure, performed all functional tests which it passed.

Event description:
It was reported that the device had system audible alarm failure and broken case. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a system audible alarm failure. Both seal are intact,top case chipped on left corner, bottom case cracked by l-bracket, cracked right plunger case. Performed power up process and occlusion test, primary audible alarm bgnd test. Unable to determine who caused the problem, found no damage to speaker or interconnect board. Replaced speaker as a preventative measure, performed all functional tests which it passed.

Event description:
It was reported that the device had system audible alarm failure and broken case. No patient injury was reported.